Event description:
It was reported that the patient presented to the hospital because his device alarm went off. During device interrogation the physician noted high right ventricular (rv) impedance which was suspected to be the result of a rv lead fracture or a lead connection problem. The physician decided to hospitalize the patient in intensive care. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.